Event description:
The following was reported via maude event report ((B)(4)): it is alleged an inguinal hernia repair plug mesh migrated and partially intraabdominally eroded into sigmoid colon. The "plug mesh" was explanted on (B)(6) 2012.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all patient, event and device info davol has received to date. Based on the limited info provided it is unk whether the device may have caused or contributed to the reported event. A nurse at the user facility reported that upon explant of a perfix plug, it had migrated and partially eroded into the sigmoid colon. Currently, medical records have not been provided and no sample was returned for eval. Product identifiers have not been provided, therefore a mfg review is not possible. With the limited amount of info, no conclusion can be drawn.